Event description:
This is an initial unsolicited device case from (B)(6) rec'd on (B)(6) 2013 from a consumer. This case involves an (B)(6) male pt who had benefit yet (sub-therapeutic response), knee pain is worsening and could not walk after receiving synvisc. Past medical history, relevant concomitant medications, past drugs: not reported. Two weeks ago (nearly on (B)(6) 2013), he had an x-ray which showed his knees were bone on bone. On (B)(6) 2013, the pt rec'd the first injection of intra-articular synvisc, with batch/lot number: x11312 and expiry date: october 2014, (dose and frequency: unk) for pain in both knees but he had no benefit yet (sub-therapeutic response). He sat for two days and did nothing. On about day-05 and day-06, (nearly on (B)(6) 2013) as well as on that day ((B)(6) 2013), he couldn't walk and the pain was 09 out of 10. His pain was not improving and continued to get worse as it had been before receiving synvisc. Action taken: unk. Corrective treatment: unk. Outcome for knee pain worsening: not yet recovered. Outcome for no benefit yet: unk. It was reported that the pt was scheduled for second injection on that day ((B)(6) 2013). Pharmaceutical technical complaint number was initiated with global ptc number (B)(4) and results are awaited.